Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus via pump to address bg. The customer reverted to an alternate method of insulin therapy.